Event description:
It was reported that while putting a screw into the acetabular shell, the head of the screw came off while being tightened. Was a 40mm 6.5 torque. Surgeon left it in and did not affect surgery.

Manufacturer narrative:
The sales rep confirmed that the device was not available for evaluation and no additional info was going to be provided. The root cause could not be determined with the limited info provided.